Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
According to the physician, post procedure, the patient complained of incontinence. All other information is unknown and unavailable.

Manufacturer narrative:
Additional information received: updated.